Event description:
Caller reported a malfunction in the tandem source, identified as malfunction 199, which indicated a pump issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues arise.